Event description:
Reportedly, the instrument did not place properly formed staples on the tissue and the instrument handle dismantled. As a result, the operating time was extended to retrieve the malformed or unformed staples ande complete the case without further incident. No patient injury reported.